Event description:
Supracervical hysterectomy with morcellation for symptomatic fibroids. Path report high grade ulms 1b. Consultation at sarcoma center stated stage 1, essentially at stage 4 now due to dissemination morcellation. Lms spread in less than one year, now 4 new lung nodules.